Manufacturer narrative:
Product event summary: it was confirmed that the programmer cursor did not respond to the stylus. It was found that the programmer had a bad micro processor unit (mpu).

Event description:
It was reported that when the programmer was turned on, the display screen would not respond to the stylus pen. The programmer was turned off and back on, and the stylus was replaced, but there was no change. The programmer was returned to service. There was no patient involvement.